Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right capsular contracture baker grade unknown and "multiple nodules were found in the capsule". Healthcare professional additionally reported these non device related events: "depression", "anemia due to blood loss", "abnormal uterine bleeding (acute)", "intraductal carcinoma in situ of left breast (acute)", and "alloderm was found to be partially adherent at the lower mastectomy flap and was partially debrided". The device was explanted and replaced.